Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal event at home, falling forward, hitting the floor and sustaining fractures to the nose, sinus cavity and lower mandible. The leadless implantable pulse generator (ipg) exhibited a pacing problem and fluctuating thresholds for approximately the past six weeks. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.